Event description:
It was reported that the threads were gone on the universal handpiece during set up. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Additional information: after thorough evaluation of this issue, it was determined that a dissassembling of the angle nut does not pose a safety risk to the user or patient.

Event description:
It was reported that the threads were gone on the universal handpiece during set up. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During device evaluation, the reported event of the angle nut threads being broken off was confirmed. Based on the instructions for use a broken angle nut is known to be caused by overtorquing of the handpiece during tip installation. Per the instructions for use: do not over torque the ultrasonic tip during installation. Stop tightening immediately when you hear the click. Minimal effort should be required. Failure to comply may result in a loss of function. The device was discarded by the manufacturer following evaluation.